Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a vital flow console instrument and vital flow pump set, decoupling occurred and the hand crank was used to maintain the flow to the patient. There was no additional adverse patient effects were associated with this event. Medtronic received additional information that the flow stopped completely and the centrifugal pump head decoupled. A zero flow alarm was seen before the pump was taken to the hand crank, additional alarms were not seen. Medtronic received additional information that the patient was placed on extracorporeal membrane oxygenation (ECMO) earlier in the day and later transported to CT. During the scan, the pump head became decoupled and was found partially dislodged from the motor drive. Hand cranking was initiated successfully, and flows were restored after repositioning the pump head. Shortly after, the rpms dropped to zero and the flows could not be restored, requiring hand cranking again. The system was then removed from service and replaced. The data log was review and technical faults e6, e10, and e60 occurred during the events. E6 and e10 are classified as high priority alarms in the console instructions for use (IFU), with guidance to initiate emergency patient support procedures and replace the motor drive and console if rpm control cannot be maintained. It was stated that while the first hand cranking event was attributed to the dislodged pump head, the cause of the second rpm drop remains unclear. Medtronic received additional information that there is no allegation against the flow/bubble sensor. The centrifugal pump head that was used was a medtronic device and that there was no complaint allegation against the centrifugal pump. Medtronic received additional information that the console did not malfunction; it behaved as expected when the centrifugal pump failed and decoupled.